Event description:
It was reported that this left ventricular (lv) lead was exhibiting elevated thresholds and impedance measurements. Both measurements were within normal limits in a different configuration. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).